Event description:
It was reported the ipg would no longer communicate with the charging system or pt programmer. The pt is no longer receiving stimulation. A replacement charging system and additional pt programmer did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.